Event description:
It was reported that decreased in impedances were noted on the right ventricular (rv) lead. Insulation breach and/or lead fracture was suspected. The rv lead was explanted and replaced with a competitor rv lead. No patient symptoms were reported.